Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 530292.

Event description:
It was reported that the patients paddle had high impedance. The patient underwent a revision procedure wherein the lead and ipg was replaced. The patient was doing well postoperatively, and all explanted devices were kept by the medical facility.